Event description:
When the device was connected to a pt with a seizure, the device 'failed to pick up any rhythm signal.' Paramedics continued to treat the pt. The pt was transported to the hosp without 'undue delay or compromise'.